Manufacturer narrative:
A visual examination revealed that the working length was twisted. A functional evaluation found that the needle advanced out of the tip, but the needle, when extended, measured approximately 1 mm. Based on the manufacturing specification, it appears that approximately 2 - 6 mm of the needle had broken off during the procedure and was not returned. The broken end of the needle/ wire appeared blackened and in the shape of a ball weld. The od of the cut wire/needle was measured and met specification. The condition of the returned incident device was consistent with the complaint that the needle detached. During manufacturing, tome devices are 100% inspected for cut wire integrity, handle functionality and wire (needle) extension so the broken wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a needleknife sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the device's needle was advanced properly to perform the sphincterotomy. After the sphincterotomy had been made the needle would not retract and remained inside the ampulla. No attempt was made to retrieve the needle. The procedure was completed with another needleknife sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a needleknife sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the device's needle was advanced properly to perform the sphincterotomy. After the sphincterotomy had been made the needle would not retract and remained inside the ampulla. No attempt was made to retrieve the needle. The procedure was completed with another needleknife sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.